Manufacturer narrative:
Expiration date; the previously submitted MDR inadvertently provided the wrong device expiration date.

Event description:
An analysis was performed on the returned handheld and no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.an analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that a programming system of a medical professional had an issue. The touch screen of the handheld computer doesn't work properly. Troubleshooting was performed but the problem persisted. A replacement was sent to the medical professional. Review of manufacturing records confirmed that the handheld passed all functional tests prior to distribution. The suspected handheld computer was not returned to the manufacturer to date.

Event description:
The suspected programming computer was returned to the manufacturer on 01/14/2016. The analysis is underway but it has not been completed to date.